Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, 95% stenotic left main to left anterior descending artery. The physician advanced the 2.5x8mm quantum maverick balloon to the lesion and inflated it to 12atms for twenty seconds on the third inflation and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 2.5x8mm quantum maverick balloon, and the deployment and post dilation of a 2.5x12mm taxus stent. Pt status is reported as "good".